Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date : unknown. Medical device manufacture date : unknown. H.6. Investigation summary : exec summary" one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. No review of the complaint lot history check for ( broken cannula npe ) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle had a broken cannula issue. The following information was provided by the initial reporter : the user reported the rear cannula end is broken.